Manufacturer narrative:
This lot number was not distributed in the us, however, the same model at 1042 unistik 3 comfort is distributed in the u.s.

Event description:
Owen mumford limited was notified of complaint on (B)(6) 2018 & reported to (B)(6) on nov 22, 2018 - pharmacy assistant from a (B)(6) hospital, highlighted issues that nurses were having with unistik 3 devices (model at 1042). Several nurses stated that the lancets were not retracting properly after use on the patient.